Event description:
It was reported the patient has pain above his lead incision site and wants his system removed. Surgical intervention will be undertaken to address the issue. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.